Event description:
The customer stated that the insulin pump was not beeping or vibrating. The reported blood glucose reading was 111 mg/dl. Troubleshooting was performed, and the insulin pump did not beep during the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.